Event description:
It was reported that in (B)(6) 2015, es2 primary surgery was performed. After that, neurological symptoms appeared due to the protrusion of l5 left side screw to medial. Therefore revision surgery is planned in the near future.

Manufacturer narrative:
Method: risk assessment; results: additional information such as xrays from the original surgery and the patient's health and lifestyle were not reported. Conclusion: the most likely cause of the reported event is not determined and multifactorial.

Event description:
It was reported that in (B)(6) 2015, es2 primary surgery was performed. After that, neurological symptoms appeared due to the protrusion of l5 left side screw to medial. Therefore revision surgery is planned in the near future.